Event description:
The customer reported that the system failed to boot to a usable stated and exhibited a non-recoverable loss of functionality. No patient serious injury or death reported related to this event.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The fse instructed the customer to evaluate and reseat the at communications pcg. No conclusion can be draw as system analysis or repair info is unavailable at this time and no additional service info was provided.